Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Visual examination of the returned device revealed that the catheter was ruptured at 6.0cm distance to the strain relief, and the inflation shaft tubing had a 0.5cm rupture. During functional testing, the inflation shaft was leaking due to the ruptured inflation shaft; thus the balloon could not be inflated. Information available indicated that the device was confirmed to be in good condition after unpacking, no anomalies were noted to the device prior to use, the device was prepared as per the dfu, no difficulties were encountered removing the gateway from its packaging. Based on the information available and analysis of the returned device the exact cause for the observed damages to the shaft cannot be determined.

Event description:
After completing the investigation of the device, it was found that the inflation shaft tubing was ruptured. There were no patient complications reported due to this event.